Manufacturer narrative:
(B)(4). Returned for investigation was an ac3 pump assembly. The sample was returned in a brown cardboard box with protective shipping packaging. Visual inspection of the pump assembly was performed and no abnormality for noted. The pump assembly was installed into a known good lab inven-tory ac3 for functional testing. The pump was successfully powered up. A thud noise was noted from the pump assembly and a system error 3 alarm triggered immediately after pumping was initiated. The top of the pump assembly's bellows box was opened, and pumping was initiated to more closely determine the source of the noise. It was noted that the sound appeared to be coming from the stepping motor which drives the bellows. It was noted that the system was unable to find a home position and turned until the alarm triggered. A quick experiment was performed by pressing lightly on the home sense board while pumping was initiated. The system was then able to find its home position and pumping continued without any noise. No loose hardware was noted. When the pressure was released, the system was unable to find home and stopped pumping. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of "system error 3" is confirmed. During the investigation, the system failed to find the home position, which is the cause of the system error 3 alarm. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the communication failure . The probable root cause of the complaint is manufacturing related. A non-conformance has been initiated to further investigate the issue.

Event description:
It was reported "customer had helium loss 3 during annual maintenance by their on-site trained biomed. Remote support provided, determined to be pump assembly. New pump assembly sent, installed, and pm completed. 3 weeks later it is getting a system error 3 alarm. New pump assembly being sent to customer for them to install". Please see associated MDR# 3010532612-2025-00801.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported "customer had helium loss 3 during annual maintenance by their on-site trained biomed. Remote support provided, determined to be pump assembly. New pump assembly sent, installed, and pm completed. 3 weeks later it is getting a system error 3 alarm. New pump assembly being sent to customer for them to install". Please see associated MDR# 3010532612-2025-00801.